Manufacturer narrative:
Ref. D1, d4: updated device information to the correct defective needle. All six needles used in the procedure (2 icerod from lot a6891, 3 iceforce from lot a7209, 1 iceforce from lot a7210) were returned for investigation. The needle lot DHR's were reviewed and no related deviations or concerns were found for lot a6891, and 1 electrical hi-pot issue was recorded for lots a7209 & a7210. Of the six returned needles, one electrical malfunction was confirmed for needle #5, lot a7209 as the needle failed investigative testing for electrical properties. Needle disassembly found damage to the wire insulation of the heater wire leading to the hi-pot issue. The remaining 5 needles were found to be within specification and passed all investigative testing. Based on the investigation results, the root case was determined to be damage to the resistance wire insulation layer on the heater rear end under spring either during vendor assembly process or during needle disassembly. The treatment was completed with no injury to the patient.

Event description:
This is a follow up #1 to report investigation findings of the returned needles. As reported in the initial: it was reported that a patient underwent cryoablation for a ganglioneuroblastoma with six needles (2 icerod and 4 iceforce). During active thaw, the patient was observed to show some uncontrolled muscle spasms/twitching. Thawing was stopped and each needle was re-started individually in an attempt to isolate the needle causing the issue, but it could not be definitively determined which needle was causing the event. All needles will be returned for investigation. The case was completed with no patient injury.

Event description:
It was reported that a patient underwent cryobaltion for a ganglioneuroblastoma with six needles (2 icerod and 4 iceforce). During active thaw, the patient was observed to show some uncontrolled muscle spasms/twitching. Thawing was stopped and each needle was re-started individually in an attempt to isolate the needle causing the issue, but it could not be definitively determined which needle was causing the event. All needles will be returned for investigation. The case was completed with no patient injury.